Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the display on the insulin pump was blank. The customer stated he shut off the pump for three days. The customer also stated that the contacts on the battery cap were not missing or damaged and neither the battery compartment nor spring were damaged or corroded. The customer inserted a new battery and the display returned. The customer cleaned the battery cap, allowed it to dry and inserted the battery. The display returned. A self-test was run and passed. The customer's blood glucose was not known. There was a no delivery alarm in the alarm history and the customer reported it was resolved with a reservoir change. Nothing further was reported.